Event description:
The trilogy 202 ventilator was evaluated by a remote service engineer for the complaint of battery backup issues. The device was not in use on a patient at the time of the occurrence. During the evaluation the device required a follow up by a third-party service onsite service engineer and the customers complaint was confirmed. The service engineer checked the device and found that the device was not switching on, while on battery or ac source. Therefore, service engineer provided a work around solutions to the customer and reset the internal connection which resolved the issue. The system meets the specification for the performed service and was returned to the customer. A gfe attempt is being made to gather additional information regarding the repair of the device. If any additional information is received, a follow-up report will be filed.